Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a horse underwent an arthroscopy procedure on unknown date and suture was used. After closing the arthroscopy portal incision of the calcaneal bursa near hock, the suture broke.